Manufacturer narrative:
(B)(4). A batch review was conducted for lot number gd896597 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was not reported. The pt was hospitalized for the peritonitis event. The patient was treated with vancomycin (dose, frequency not reported) ip (intraperitoneally) for peritonitis. At the time of this report, the patient was discharged from the hospital and peritonitis was resolving, and the patient was recovering. The dianeal therapies were ongoing. It was reported that on an unspecified future date, the pt will be having a new pd catheter placed. Additional information was requested but is not available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date in (B)(6) 2014, the pt experienced and was diagnosed with peritonitis. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).